Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient experienced heating sensation whenever the patient puts pressure on the ipg pocket site. It was also reported that the ipg was in an uncomfortable location. The patient underwent an ipg explant procedure and the patient was doing well postoperatively. The explanted ipg was discarded.